Event description:
Report received of a tubing that "burst" while the device was in use, with no pump alarm. The pump was programmed to deliver normal saline on the primary line at an unknown rate and zithromax at 167ml/hour on the secondary line. There was an extension set connected to the distal end of the primary set. A physician was reportedly standing in the patient's room and heard a "loud pop" and noted that the primary tubing at the distal end "burst". It was reported that the green slide clamp on the extension set was in the off position. There was no pump alarm. The tubing and IV pump were replaced and therapy was continued without further reported incident. There was no adverse patient event.